Event description:
During an ardis implant placement, the surgeon tapped the implant into the disc space and the implant cracked coming off the inserter. The inserter tip tore the dura with a 4-6mm laceration. Information received on 18/26 jun 2009: the surgery was performed on l4-l5. The surgeon prepared the disc space. The ardis implant was attached to the inserter using the proper technique per the representative observation. Trials were not used to size the disc space. After the surgeon had the implant to the disc space, he tapped it one time. On the second tap, the implant came off the inserter, broke into several pieces, and the dura was torn approximately 4-6mm by the inserter tip. There was an amount of cerebral spinal fluid leaking from the dural tear; the representative was unable to give an actual quantity. There was a > 30 minute surgical delay while the surgeon repaired the dural tear with prolene sutures and surgical clips. All large pieces of the implant were retrieved by the surgeon. The representative was certain any pieces that may not have been retrieved by the surgeon were retrieved by suction. After the repair, the surgeon prepped the disc space with a drill to widen the hole without further distraction. The second implant was placed without problem.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.